Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed the pump was functioning appropriately, an no insulin defects were found. The pump was tested and passed accurately. Eval revealed the bt1 internal battery failed which may have caused the date/time to reset after the battery replacement; however, this did not contribute to the adverse event. This complaint is being reported due to the allegation of elevated blood glucose levels, serious symptoms of hyperglycemia and the medical attention rec'd.

Event description:
The rptr reported that the pt two incidents of high blood glucose levels and hospitalization, while using the insulin pump. On (B)(6) 2010, the pt experienced the symptoms of shortness of breath, sweating, clammy skin, blurred vision and dizziness. He tested negative for ketones. The pt visited his physician, who sent the pt to the hospital. The pt's blood glucose level was tested to be 'greater than 600 mg/dl' and he was treated intravenously with insulin. The pt was discharged when his blood glucose level was 190 mg/dl. Two to three weeks prior to this event, the pt had been ill with a stomach viral infection. On (B)(6) 2011, the pt obtained blood glucose results 'greater than 600 mg/dl' and he was again taken to the hospital. At that time, the pt was experiencing the symptoms of shortness of breath, sweating, blurred vision, headache and confusion. The pt rec'd insulin treatment and was discharged. On an unspecified date, the pt obtained blood glucose readings ranging from 300 mg/dl to 400 mg/dl and he experienced the same symptoms as before. The pt took himself off the pump, and gave himself insulin injections until his blood levels was 150 mg/dl. Troubleshooting revealed there were no kinks or air bubbles in the tubing, the pt correctly changed the infusion site and insulin cartridge, there were no leaks, and a review of the basal/bolus history showed all units were delivered accurately and as programmed. The pt also reported, the pump lost the set date/time after a battery replacement, and he had to reset it. The pt experienced symptoms suggesting severe injury and rec'd emergency medical attention, therefore, this complaint is being reported.